Event description:
Upon device interrogation at office visit, the normal mode output current setting was found to be set to 0ma instead of to prescribed parameter, the patient's device was reprogrammed to prescribed settings. Review of device programming history revealed an interruped device diagnostic test at previous office visit approximately three months prior to discovering that the device was set on 0ma output current. No adveerse event was reported in conjuction with the reported programming anomaly.